Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an hcp regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Hcp said the patient complained that their stimulation turned up by itself from 0.65v to 0.75v without the patient touching their remote. The hcp interrogated device with clinician programmer and ran impedance check. All impedances fell within the normal range. No patient symptoms reported.